Manufacturer narrative:
Reference record (B)(4). Catalog number (B)(4) is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient reported stoma site redness and was seen by the physician. The patient was prescribed fucidin cream and an unknown antibiotic. The patient was also prescribed dermovate cream, and an allevyn dressing was applied to the stoma site.